Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed attempt to charge and boot the unit was performed and failed device would not turn on. Functional test was performed and failed device would not turn on. Internal test was performed and failed due to moisture damage. The log was not downloaded and no data to review related to complaint due to the unit does not power on after charging . The allegation was confirmed. The probable cause was determined to be corrosion/moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.